Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her infusion set was clogged and caused her to go into diabetic ketoacidosis. The patient was hospitalized as a result. Troubleshooting was declined since she was busy. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint. Event date has been updated. The customer stated that the date of the event was (B)(6) 2017 or (B)(6) 2017. The customer has called back regarding hospitalization. The customer stated that she thinks the insulin pump was not delivering insulin. The customer's blood glucose at time of the emergency room visit 370 mg/dl. The customer was treated with IV insulin and fluids and then released. The customer declined troubleshooting for high blood glucose.